Event description:
Covidien received information stating that an 840 ventilator had an erratic bottom display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.(B)(4)